Event description:
It was reported that this pacemaker reverted to safety mode operation and therefore paced at 75 beats per minute (bpm), with unipolar pacing in a single-chamber mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.